Event description:
The complainant reported that a 51 year old female patient was implanted with an impella cp for mechanical circulatory support. During support, the echocardiogram indicated the pump into pap muscle, the blue suture hubs were not secured as peel away was still in. The impella was independently explanted, weaned and patient no longer needed support. Physician was happy with support; however, a small clot was noted in outflow after removal.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.